Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad melted and partially detached. The device was connected to a test handpiece and generator and the device did activate during functional testing. No issues that could affect the sealing performance of the device were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the tissue pad fell off of the device after about 15-20 minutes of use. The caller stated that there was some bleeding due to the failure of the device. The amount is unknown but no blood products were needed. The bleeding was controlled with the use of another device. There was no adverse consequence to the patient.